Manufacturer narrative:
The device has been received for evaluation, however, investigation is not yet complete.

Event description:
The event involved a 7" (18cm) appx 0.24ml, smallbore pressure infusion (400psig) ext set w/microclave¿ clear, purple clamp, rotating luer where the customer reported that while completing IV starts on patient, the staff noted that several patient IV extension lines were leaking. That was a major problem, as all patients in pet/CT department and most in the nuclear medicine departments need the lines when injecting a radioactive pharmaceutical. There was patient involvement, but no adverse harm reported.

Manufacturer narrative:
Received two used mc33150 smallbore pressure infusion ext sets for complaint investigation. No defects or anomalies noted. Functional: each set was leak-tested and there was no leakage identified. A test infusion was done with a high-pressure infuser up to 400 psig. There was internal leakage on the microclave but no functional failure. The customer's complaint was unable to be replicated or confirmed. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. Corrected information can be found in b6.